Event description:
Customer reported extreme heat and a burning smell coming from a pyxis meditation es system drawer. The device was unplugged as a preventative measure and no harm was reported.

Manufacturer narrative:
Customer reported extreme heat and a burning smell coming from a pyxis meditation es system drawer. The device was unplugged as a preventative measure and no harm was reported. The event is documented on complaint number (B)(4). A field service technician went onsite to investigate the report and determined that a failed solenoid caused a spark to travel along the controller board which resulted in the extreme heat and burning smell. The technician replaced the solenoid and controller board. The technician tested the device and verified that there no further issues.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-mar-2020 to 18- mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed solenoid caused a spark which damaged the controller board as well. Field service engineer had replaced the solenoid and controller board. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported extreme heat and a burning smell coming from a bd pyxis medstation es system drawer. The device was unplugged as a preventative measure and no harm was reported.